Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. Concomitant medical product: 5071-53 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection. The implantable cardioverter defibrillator (ICD), right atrial (ra) lead, and right ventricular (rv) lead were explanted and later replaced. The left ventricular (lv) lead was partially explanted and later replaced. No further patient complications have been reported as a result of this event.